Event description:
Same case as MFR report #: 2134265-2009-01001. This complaint is now reportable based on the analysis completed in 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The de novo lad (left anterior descending) lesion was severely tortuous, severely calcified and 90% stenosed. Three 2.25mm taxus liberte stents (20mm, 24mm, and 28mm) were attempted, but none crossed the lesion. The procedure was completed with balloon angioplasty. No patient injuries or complications were reported. The patient's condition was reported to be "good". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Visual examination found that the distal edge of the stent was damaged. The stent on row 6 from the distal edge, 2 struts were raise distally. A visual examination of the returned unit revealed that there were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No additional product analysis or external evaluations were performed. A review of the manufacturing documentation of this batch found that the device met its material, assembly and product specs at the time of release to distribution. The most probable root cause of this event is operational context.